Manufacturer narrative:
PMA/510(k) number: similar to k151934. This device is not cleared for use within the us. However, it is similar to catalog number mc1332p. The device was not returned for evaluation. However, MRI and x-ray images were provided. The MRI image appears to show the patients condition before the surgery. The x-ray image shows 2 implants installed successfully, so this appears to be an image taken at the end of the surgery after the broken implant was removed. Neither image seems to provide evidence of this issue. A review of the DHR did not find any issues which would have contributed to this event. Reference report 3004788213-2018-00055.

Event description:
It was reported that during the procedure the anchoring plate was difficult to insert into c5 vertebrae and was not able to be fully inserted. The surgeon decided to remove the construct and noticed the cage was broken when the implant holder was removed. The cage and anchoring plates were removed and replaced with alternates to complete the case. There were no reported patient impacts. This is report two of two for this event.